Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 30-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 1200.7 mcg/day and bupivacaine 20 mg/ml for a total dose of 12.007 mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2019 the patient reported increased pain. The patient had an abnormal catheter dye study (cds) where the intrathecal catheter (itc) was displaced. The entire system was explanted/not replaced on (B)(6) 2019. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter dislodgement. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2019. No further complications were reported/anticipated.